Manufacturer narrative:
The subject devices were not returned to olympus medical systems corp. (Omsc). The author has not provided additional information about individual cases. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, we presume that the reported complications were not due to the malfunction of the device, but occurred as a general complications of the procedure.

Event description:
The following events were reported in the japan digestive disease week 2018. Lecture: study of utility and safety of eplbd for the elderly. During an endoscopic papillary large balloon dilation which were performed between july 2016 and december 2017, the subject devices were used for 25 procedures. The patients of males were 11 and females were 14. The average age of the patients was 84.6 years. Hyperamylasemia occurred in 7 patients. The doctor treated the patients with conservative measures. All of 7 patients recovered. No further information was provided. This is the report regarding hyperamylasemia of 7 patients.